Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that stimulation really did not help. Sometimes it did and sometimes it did not. The reason for the implant was that after the patient had a back surgery in 2003 her left leg started dragging so she received the implant on her right side/leg. However, after receiving the implant it messed up her right leg and her right leg started to drag. Stimulation did not help her back and she went back once for reprogramming and that it was a lost cause. There was also pain. The locations of the symptoms were located in the back and legs. The patient also had shocking that was occurring daily when lying down in bed. The change was considered sudden. Further follow-up is being conducted to determine what the circumstances were that led to the issues and what steps were taken to resolve these issues. If additional information is received, a follow-up report will be sent.